Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and adjusted the x-arm. The instrument was tested without further problem and returned to expected operation.